Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have a loose component and the carrier shaft and housing torque unit connection was loose and unscrewing. Therefore, the reported condition was confirmed. It was further noted that the loctite had degraded at the carrier shaft and torque unit connection. The assignable root cause was determined to be due to wear and age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified orthopedic surgery on a horse, it was observed that the main pin came out further than it should have on the torque limiting attachment device. It was reported that there was no spare device available however the surgery was successfully completed and there were no delays. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.